Event description:
Approximately three weeks post-op the pt experienced an evisceration requiring reoperation to suture abdominal wound. The original procedure was an aneurysm repair. The pt was resutured with no complications.